Event description:
The event is reported as: complaint alleges: customer stated that the clips do not close properly. They found out that the clips could not close during use on a pt. Some of the clips fell into the pt, but all of them were found and removed. There was no medical intervention. Pt current condition: "pt feels well, there are no problems."

Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.